Event description:
The customer's wife reported that the customer was taken to the emergency room for low blood glucose levels. The wife stated that the customer's blood glucose reading was 30 mg/dl, and he was unconscious. The wife stated that the customer did get more exercise on the day of the event. The customer also started inserting the infusion sets on his legs just prior to the event. The customer normally inserts on his abdomen. Troubleshooting on the insulin pump was not possible at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.